Manufacturer narrative:
The customer reported that their patient had expired but did not allege a device malfunction. The customer care solution center representative verified the issue with the customer over the phone. The customer care solution center representative dispatched a field service engineer on site to troubleshoot the cause of the issue, as well as test the device in question and obtain logs from the central station. The field service engineer printed the wave review, alarm review and trend review which was all that was requested by customer to resolve the issue. A review of the central station alarm logs from (B)(6) 2016 for bed #5 from 12:22:36 until 12:49:59 indicated 1 ***asystole and 1 ***desat alarm. The desat alarm annunciated from 12:28:39 until 12:49:59 when arrhythmia analysis was turned off.

Event description:
The customer requested assistance in obtaining retrospective data for a patient that expired. The customer reported that the patient had already been discharged. The customer did not allege a device malfunction. The customer did not allege a device malfunction.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer requested assistance in obtaining retrospective data for a patient that expired. The customer reported that the patient had already been discharged. The customer did not allege a device malfunction however the device was in use and it was not clear if use of the device may have been a factor in the death of the patient.